Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed tip fixing screw adhesive peeling issue could not be determined, however, the issue was likely due to user handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: a) due to wear of angle wire, bending angle in upwards direction does not meet the standard value, b) due to wear of angle wire, the play of upwards/downwards knob is out of the standard value, c) adhesive on bending section cover or distal sheath is detached, d) adhesive on ending section cover or distal sheath has a chip, e) image guide protector has a scratch, f)switch1 has a scratch, and g) connecting tube has a scratch. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the balloon channel of the evis lucera ultrasound gastrovideoscope had malfunctions. There were no reports of patient or user harm associated with this event.   During device evaluation at olympus, it was found the screw holes at the distal end had insufficient adhesive. The report is being submitted due to insufficient adhesive found during evaluation.